Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming testing. Upon evaluation, there was a cut in the trunk cable and the green and black (pp+) wires were open inside the distribution node (dn). The cause of the incoming test failure is the open connections and the damaged cable. The root cause of the open connections and damaged cable cannot be positively identified but is likely excessive force and physical abuse to the trunk cable. No adverse event resulted from the open connections of damaged cable. The last patient to use this belt did not report any deficiencies.